Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that the battery of the implantable pulse generator (ipg) was showing some kind of weakness. The ipg remains in use. No patient complications have been reported as a result of this event.